Manufacturer narrative:
Additional narrative: product investigation summary: it was reported that a zero-p implant (part 04.617.136s / lot 9635040) disassociated during an anterior cervical fusion. The returned device was received disassembled; both the plate and spacer were examined and found to be intact and without identifiable defect. The pair was able to be reassembled and found to form a secure construct as intended. The complaint is confirmed. No definitive root cause was able to be determined; however, the failure mode is typically associated with technique. The zero-p 6mm implant is utilized in the zero-profile (zero-p) stand alone spacer system for anterior cervical interbody fusion. The spacer is composed of two (2) devices: a titanium alloy plate and a peek interbody spacer. The plate/spacer connection is designed to decouple stresses in the plate from the spacer to prevent breakage. If the spacer and plate decouple intra-operatively, they can be reattached so long as the plate/spacer are not damaged. The relevant drawings for the returned implant were reviewed (both from the time of manufacture and present revision): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing location: (B)(4), manufacturing date: september 16, 2015 - expiry date: august 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implant was not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical fusion on (B)(6) 2016 the metal plate of the zero-p implant 6mm height convex-sterile snapped off from the peek spacer while loading. The scrub tech snapped it back on and handed it to the surgeon to implant. After it was put in the disc space, the surgeon removed the inserter. When this happened, the metal plate came apart from the peek spacer again. Both pieces were removed from the patient. A new spacer was opened to prevent further delays. The new spacer was implanted without incident. There was a 5 minute delay in surgery. No piece of the device remaining in the patient. Procedure completed successfully. There is 1 part in this complaint this report is 1 of 1 for (B)(4).